Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified problem with the suite pc software. Upon troubleshooting actions, fse restarted the system, but issue was not resolved. To resolve the issue, fse reinstalled the suite pc software. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.